Event description:
It was reported that the balloon leaked. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not returned for analysis; however, based on the information available, it is likely that procedural factors contributed to the reported issue. Therefore, a cause of operational context has been assigned to this event.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that the balloon leaked. There were no clinical consequences to the patient.